Manufacturer narrative:
Complaint confirmed, the device was returned with a bushing disassembled. The bushing met drawing specifications. The plate was also found to be dented along the edges of the bushing hole. The cause is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a distal tibial osteotomy, after the ar-13715-09.0, hto plate was seated, as the surgeon was inserting the ar-13280-40, screw, it was noticed that the bushing on the plate came loose. The surgeon removed the plate and screw, the bushing was attached to the screw. The case was completed using ar-13100.09. There was 30-45 minutes added to the procedure requiring additional anesthesia.